Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
Received additional information regarding the patient with high vault referenced in a published article that was initially reported in 2023826-2018-01412. This submission is for the left (os) eye of this patient. The surgeon implanted a 12.6mm vicmo12.6 diopter -12.0 lens into the patient's left (os) eye on (B)(6) 2016. Reportedly, the day after surgery high vault of 3ct presented. After 6 months from implant the lens was rotated and repositioned into the vertical position. The resulting vault is 1.5ct. Corneal endothelial cell density decreased after icl repositioning. The surgeon states that "sufficient cell density is maintained until the average lifespan." Also stated is that the "patient's acd is unusual in intensity myopia and the anterior chamber is very shallow" (reported as 2.51mm).